Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, in-stent restenosis occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, eccentric shaped, 20mm in length, in-stent restenosis target lesion was located in the mildly calcified and mildly tortuous, 2.5mm in diameter left anterior descending artery. The lesion was pre-dilated. This 2.50x24mm promus element ¿ was deployed however, echocardiogram revealed in-stent restenosis. It was noted that another ptca is pending for treatment of the restenosis. No further patient complications were reported and the patients status is stable.

Event description:
It was further reported that pre-dilation was completed with a 2.5x15mm balloon catheter and this 2.5x24mm promus element stent was inflated to 16 atm. The proximal segment of the stent was post dilated with a 2.7x12mm balloon catheter at 15 atm.

Manufacturer narrative:
(B)(4).